Event description:
I bought this months ago and have been trying it with my psoriasis hoping it would be amazing, however it was not. It irritated my skin when using it and left the skin feeling more of a burn than before. It is dangerous that this lamp burns people like me. It is a rx medical device and should be removed from (B)(6). Here is the link of the lamp: www.amazon.com/dp/b06xcggj7c. FDA safety report ID #: (B)(4).